Event description:
It was further reported that the left ventricular (lv) lead had high thresholds and intermittent capture at maximum outputs. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant medical products : dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that they have a bad lead that is eating up a lot of the battery and the device will need to be replaced. The leads are still in use. No patient complications have been reported as a result of this event.